Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was explanted and replaced due to lead dislodgment. No adverse consequences were reported before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.